Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds. Additionally, the lead had high bipolar impedance and had low sensing in bipolar and was not sensing any ventricular events in the unipolar pacing configuration even at the most sensitive setting. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.